Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Medsun report received, stating: upon completion of cardiac cath they were preparing to deploy the perclose device; the package was opened device was removed and fully flushed with no issue. When the device was loaded onto the wire it would not advance more than halfway. So it was then taken off the wire reflushed with no difficulty and attempted to load it again but had the same resistance once it was loaded into the device. Then attempted to load the device as well with no success. Another device was used from the same lot# and worked just fine no issues. Patient did fine and was not harmed or affected. Additional reported information indicates that arteriotomy closure of the common femoral artery was attempted using a proglide device via a 6fr sheath after a cardiac catheterization. Reportedly, the proglide device was opened, removed and fully flushed without any issue. However, when the proglide device was loaded onto the guide wire, the device would only advance about 2 cm. The proglide device was removed from the guide wire and re-flushed without difficulty. An attempt was made to load the proglide onto the guide wire again but the same resistance. The proglide device could never be inserted into the arteriotomy site. Another proglide device was used from the same lot number without any issue and hemostasis was achieved. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previous report filed, user facility medwatch report ((B)(4)) received: upon completion of cardiac cath they were preparing to deploy the perclose device; the package was opened device was removed and fully flushed with no issue. When the device was loaded onto the wire it would not advance more than halfway. So it was then taken off the wire reflushed with no difficulty and attempted to load it again but had the same resistance once it was loaded into the device. Dr. Then attempted to load the device as well with no success. Another device was used from the same lot# and worked just fine no issues. Patient did fine and was not harmed or affected.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The difficulty inserting the guide wire was not confirmed. The investigation was unable to determine a conclusive cause for the difficulty inserting the guide wire; however, the treatment appears to be related to circumstances of the procedure as another proglide was used to achieve hemostasis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.